Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient was hospitalized, administered medication, and the device was reprogrammed for an unknown reason. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient was hospitalized, administered medication, and the device was reprogrammed for an unknown reason.